Manufacturer narrative:
(B)(4). Date sent: 2/17/2022. D4: batch # v95c6r. Investigation summary: a b12lt was received. Upon visual analysis of the returned sample, it was determined the b12lt device was received with the tip of the sleeve broken and without the universal seal. In addition, a piece of plastic from the sleeve was returned inside of a petri dish. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. Please refer to the instructions for use for additional information regarding proper device usage. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was received: please confirm if any piece or pieces were separated from the device? Yes. If yes, did a piece or pieces fall into the patient? Pieces fall into the patient. If yes, were they retrieved? Yes, they were retrieved. If yes, are they being returned with the device? They will be returned together. We are waiting for the return of the sample. If not, were they disposed? Na. The lot history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no device has been returned. If the device is received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during video-assisted thoracoscopic lobectomy surgery, "after insert into the trocar," noted the device was broken . Another device was used to complete the surgery. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/11/2022 h2: additional information received: please confirm if any piece or pieces were separated from the device? -yes if yes, did a piece or pieces fall into the patient? -pieces fell into the patient if yes, were they retrieved? If yes, are they being returned with the device? -yes, they were retrieved. They will be returned together. We are waiting for the return of the sample. If not, were they disposed? -na.